Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief intact and properly engaged to the graft attachment. The apical cuff was returned with the cuff lock fully engaged. The pump appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the inflow and outflow cannulas did not reveal any evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Of note, the current sense value was fixed at 10 ma throughout the log file. This event was an incidental finding unrelated to the reported event and did not affect the device¿s ability to function. The implant kit was shipped with the heartmate 3 lvas idu. Section 1, ¿introduction¿, and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient "felt" the pump and it sounded different than other pumps according to the nurse practitioner who listens to all of the patients' pumps. The patient did not have any adverse health effects as a result of the abnormal sounds and feelings. The patient was transplanted and the report of abnormal sounds and feelings did not elevate the patient on the transplant list. No additional information was provided.